Manufacturer narrative:
The device was returned with the disc deployed. The key was in the lock, and the black sleeve was retracted. The collagen was not returned with the device as it was successfully deployed. The black sleeve was returned to its locked original position. The key was inserted into the lock/grip and the black sleeve retracted without issue. The green push rod was investigated and it moves without issue. The disc was deployed without incident. The disc was observed under the microscope and it is intact and not damaged. Conclusion: pseudoaneurysm: pseudoaneurysm are complications which may be related to the endovascular procedure or the vascular closure procedure. Surgery was successfully applied post procedure to repair the pseudoaneurysm. The reported issues were not related to device malfunction, but was the result of an endovascular procedure. Difficult to remove: the device appears to be in working order. The investigation of the failure mode is inconclusive. Based on the sequence of events described in the reported event it cannot definitively be determined if difficulty in removing the device was a device malfunction, biological factor or a use error.

Event description:
The vascade 5f device was selected for closure and inserted into the 5f sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. At this point the user saw the white inner sleeve and thought it was the collagen and de-deployed the disc to remove the device. The user attempted to remove the device and felt some resistance. User then re-deployed the disc and then de-deployed the disc again and the device was removed. The collagen remained in the tissue tract, but the user held pressure for 20 minutes. During the holding of pressure, the patient complained of pain and an ultrasound was performed, which located a pseudoaneurysm. The pseudoaneurysm was corrected with surgery. No further injury or complications noted.